Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon completing the laparoscopic hepatectomy, two electrode pads were removed from the patient by using remover. Tissue damage/bruising was observed where electrode pads were attached. The damage was seen where pads' rim was in contact with the gel. The pads were placed on the inner side of both thighs. The patient had a rash where pads would normally be attached so the pads were attached avoiding the rash. The generator was set to 40w. The patient has received steroid and is currently recovering.

Manufacturer narrative:
Additional: evaluation summary: one device was received for evaluation. The returned product did not meet specification as received because it had dried out. Visual inspection found the gel on the pad to be dry. The pad was returned without the liner cover over the gel. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event of hematoma. Visual inspection found no exposed metal or voids in the surface of the pad. No defects were found on the pad. Since the pad was received without the pouch, the pad was found to be dry. The dry pad is most likely due to the pouch being opened and the pad placed on a patient. Moisture loss occurs as soon as the pad is removed from the pouch. A 90 degree peel test to evaluate the adhesive strength of the pad could not be preformed due to the condition the pad was returned in and because an insufficient number of samples were returned for evaluation. The adhesive used on the boarders is a medical grade acrylic adhesive specifically designed for the mounting of medical devices on the skin for extended periods of time. However, various factors may affect the way any adhesive reacts with the skin. Th ese include the patient's skin condition, preparation of the application site, location of the pad and the pad removal technique. The use of some steroid medication is also known to cause the skin to thin which could cause greater sensitivity to adhesives. Reactions to the boarder material have been known to randomly occur with no discernible cause. The investigation could not determine the root cause of the customer's report. The instructions for use (IFU) states: to avoid skin trauma when removing the return electrode, peel off slowly with one hand while supporting the underlying tissue with the other hand. If information is provided in the future, a supplemental report will be issued.